Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired with the dexcom app but failed to pair with the ilet, resulting in repeated cgm offline alerts until the ilet was restarted and the cgm setting was toggled between g6 and g7, after which pairing was confirmed; troubleshooting and education were completed for the ilet and associated cgm integration. Symptoms included elevated blood glucose peak of 399 mg/dl with no associated clinical symptoms and subsequently trended down to 343mg/dl after resolution of pairing issue. Outcomes included continued monitoring with guidance to ensure glucose continued to trend down and no hospitalization. User support included remote technical support, device setting verification, ilet restart, cgm mode toggle, and re-pairing procedures. Investigation of this case revealed a pairing and communication problem between the cgm and the ilet that was resolved through reconfiguration and re-pairing, with no device hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was a pairing and configuration issue related to cgm integration.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.